Event description:
Anestgesuikigust haveing problem with pressures on gas machine. Also smelled forane leak. Had difficulty ventilating patient. Changed gas hoses. Patient and pressures stable. Examined lds hose and found hole in circuit in one place. Appeared to almost have another one in a different place. Appears to almost be melted.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.